Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for leakage with the incident lot was not observed as all product specifications were met. Submerged leak testing was conducted on the samples, and no leakage was identified. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples, the customer¿s indicated failure mode for leakage with the incident lot was not observed as all samples met the required specifications.

Event description:
It was reported during use of the bd vacutainer® push button blood collection set with tubing and pre-attached holder the bd safety lock, blood leaked where the yellow and clear tubes connect. There was no report of injury or medical intervention. .